Manufacturer narrative:
Product complaint#: (B)(4). This report is for an unknown - nails: tfn/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon could not insert the unknown lag screw into the unknown titanium trochanteric fixation nail (tfn) nail. There was a surgical delay. The procedure was successfully completed. The patient outcome was fine. This complaint involves two devices. This report is for one unk - nails: tfn. This report is 1 of 2 for (B)(4).